Manufacturer narrative:
Base cross-tube detached, head section mounting screws.

Event description:
It was reported by service report that the base cross-tube was detached from the sensor housings, which would result in the cot being unstable. In addition, the head section mounting screws were stripped, which could potentially result in the head section no longer being securely attached to the cot frame. No patient involvement or adverse consequences were reported.